Manufacturer narrative:
A lot history review (lhr) of reya1327 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time for evaluation.

Event description:
It was reported erythema, induration, edema and pain in the catheter trajectory. On (B)(6) 2014 - our product specialist couldn't reach the customer. The specialist informed that when the patients had the reaction against the product they received treatment with anti-inflammatory and they placed a product from (B)(4). The doctor mentioned that from 3 patients (child with age less than 28 weeks) in whom the catheter was placed, the three had reaction." On (B)(6) 2014 - patient's received intravenous antiinflammatory.